Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('uterine bleeding') in a female patient who had essure (batch no. B60755) inserted for female sterilisation. The patient's medical history included menorrhagia, multigravida and blood loss anemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery, total abdominal hysterectomy, left salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: previously reported date(s) of insertion: (B)(6) 2011 and date(s) of removal: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnosis uterus and left fallopian, sup-racervica1 hysterectomy: and left - endocervical mucosa with no significant pathologic change. - lower uterine segment mucosa with squamous metaplasia. - weakly proliferative pattern endometrium with no significant pathologic change. - neither hyperplasia nor malignancy identified. - myometrium and uterine serosa with no significant pathologic change. - left fallopian tube segment with no significant pathologic change. Clinical diagnosis and history 40 ylo multigravida with heavy menstrual bleeding and chronic blood loss anemia sip total abdominal hysterectomy left sa1pinsectomy. Pre-operative diagnosis: heavy menstrual bleeding. Post-operative diagnosis: operative findings: 10-11 weeks uterus. Gross description: received in formalin is a uterus and lower uterine segment that measures 8.5 cm from superior to inferior, 5.2 cm laterally, and 4.1 cm from anterior to posterior. The right fallopian tube appears to be missing with the lumen filled with the metallic coil. Floating within the container is a 3.3 cm long and up to 0.8 cm in diameter fallopian tube segment that does not appear to have fimbriae. The uterus has a ragged and disrupted anterior superior fundus. No noticed cervix is appreciated. The intact serosal surface is tan-brown, smooth, glistening and unremarkable. The uterus weigh 61.0 grams. Biva1ving the uterus reveals an endometrial cavity is filled with hemorrhage. The endometrial strip is red-tan and less than 0.2 cm. No endometrial masses are appreciated. The endometrial cavity is opened to the exterior surface at the fundus. Addition sectioned through the specimen fails to reveal any significant masses. Batch no b60755 production date 2013-08-16 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('uterine bleeding') in a female patient who had essure (batch no. B60755) inserted for female sterilisation. The patient's medical history included menorrhagia, multigravida and blood loss anemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery, total abdominal hysterectomy, left salpingectomy.). Essure was removed on (B)(6)-2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: previously reported date(s) of insertion: (B)(6)-2011 and date(s) of removal: (B)(6)-2020 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 19-dec-2019: final diagnosis uterus and left fallopian, sup-racervica1 hysterectomy: and left - endocervical mucosa with no significant pathologic change. - lower uterine segment mucosa with squamous metaplasia. - weakly proliferative pattern endometrium with no significant pathologic change. - neither hyperplasia nor malignancy identified. - myometrium and uterine serosa with no significant pathologic change. - left fallopian tube segment with no significant pathologic change. Clinical diagnosis and history 40 ylo multigravida with heavy menstrual bleeding and chronic blood loss anemia sip total abdominal hysterectomy left sa1pinsectomy. Pre-operative diagnosis: heavy menstrual bleeding. Post-operative diagnosis: operative findings: 10-11 weeks uterus. Gross description: received in formalin is a uterus and lower uterine segment that measures 8.5 cm from superior to inferior, 5.2 cm laterally, and 4.1 cm from anterior to posterior. The right fallopian tube appears to be missing with the lumen filled with the metallic coil. Floating within the container is a 3.3 cm long and up to 0.8 cm in diameter fallopian tube segment that does not appear to have fimbriae. The uterus has a ragged and disrupted anterior superior fundus. No noticed cervix is appreciated. The intact serosal surface is tan-brown, smooth, glistening and unremarkable. The uterus weigh 61.0 grams. Biva1ving the uterus reveals an endometrial cavity is filled with hemorrhage. The endometrial strip is red-tan and less than 0.2 cm. No endometrial masses are appreciated. The endometrial cavity is opened to the exterior surface at the fundus. Addition sectioned through the specimen fails to reveal any significant masses. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Lot number newly added. Event medical device removal updated to new event uterine bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.